Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the city event occurred in was (B)(6). Patient did not know the postal code. They returned to the states and saw their healthcare professional (hcp). They have a tentative replacement surgery scheduled for (B)(6) 2023. Cause unknown than that hcp told patient battery depleted.

Manufacturer narrative:
G2: country germany. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient went to germany and as soon as they got back their stimulator thingy doesn't seem to work. Patient clarified they are referring to their programmer by this and stated they put new batteries in the programmer and it's still not working. Patient clarified the issue is that they are unable to connect with their implant at all and stated it doesn't recognize my batteries. Patient stated they are using good batteries in the programmer. Walked patient through trying to connect with their ins and patient confirmed programmer powered on but reported getting poor communication when trying to connect with their ins with and without use of the antenna cord. Reviewed ins longevity and eos considerations. Redirected patient to their managing healthcare provider (hcp) to check ins. Patient stated they first noticed they were not able to connect with their ins on probably september 14th. Patient then reported first when they were in germany, it gave them like an electrical boom and reported it raised their numbers up however they don't remember what the numbers were. Patient reported they felt it and was like "oh jeeze, oh jeeze" and had to go to the hospital to get it to go down because it was really hurting. Patient also reported their heart was racing. Patient reported it has never worked after that so patient stated they wonder if it had a battery surge. Patient stated this occurred september 10th in germany. Patient stated that it worked beautifully before. Patient stated they had two appointments after they got the implant and was told everything was good so they have not seen their hcp in probably 5 years. Patient stated the airline told patient to check something because of the signals and patient stated they did not want it frying them. The patient was redirected to their hcp  to further address the issue. Emailed patient healthcare provider listings per patient's request.